Event description:
It was reported that a Small Volume Infusor exhibited a slow flow rate, resulting in almost all or a large amount of the 110 mL solution remaining in the device during patient infusion. The device was filled with 46 mL of 5-Fluorouracil (5-FU) and 69 mL of saline having a total volume of 115 mL. The expected infusion duration was 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.